Manufacturer narrative:
Unit alarms as soon as foot switch is activated and will not function.

Event description:
Allegedly, during a bladder biopsy, when doctor was attempting to use coagulation to address bleeding post biopsies, he turned the power setting up and tried to activate instruments when the unit showed an error message and would not function. The doctor switched to different monopolar instrumentation and completed the case. There was no injury caused to patient. Patient condition is fine post-operation.